Manufacturer narrative:
This report is being submitted as follow up number 2 to provide additional information obtained. In response to the new information received, additional inspections were made on the actual device. The device was visual inspected with the naked eye and under x-ray fluoroscope and revealed the lumen was clogged with the involved drug on approximately 200mm - 300mm and approximately 400mm - 500mm from the distal end of the device. In the rest of the lumen or in the strain relief, there was no drug clogging. The segments which were found to have been clogged with the drug during the inspection were inspected under magnification. On either of them, the surface was confirmed to be in the intact state with no tear or no pinhole generated on them. The actual sample was submerged in water and injected with air of 300kpa, which is the pressure conforming to the one specified in the airtightness test: iso10555. No leak was noted at the strain relief or from the shaft on the segment from the distal end of the strain relief to the point approximately 500mm from the distal end of the device. This test method was employed since sample 1 was clogged with the drug in the lumen and an application of high pressure with water in such a state may cause a pin hole or tear which has no cause-and-effect relationship with this complaint. During the additional inspection, the leak tests verified the actual device free from any leak. The reported cause of this complaint could not be definitively determined.

Event description:
Additional information received on august 25, 2017 from the doctor involved in the complaint stated the following: can explain how the cordins catheter was placed, how the progreat reaches the second tumor, supraselective access to the capsular arterial branch that emerges directly form the mail renal trunk. Cordis catheter was placed at the entry of the renal artery. In this second case is when embolization of the left mail renal artery that damages the kidney happens. Feedback from terumo europe via e-mail on august 25, 2017: our sales rep also told me that it is seen that our progreat have no leak and to problem and this is what we need to emphasize. On august 29, 2017 the sales rep claims this on their own findings and confirmed to be present during the procedure.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the actual sample evaluation results. Two sample were used in this event and two (2) samples were returned to the manufacturing facility for evaluation. One progreat actual sample was received in the state of being packed in a bag which had the indication of "1". Hereinafter this actual sample is called sample 1 in this report. The other progreat actual sample was received in the state of being packed in a bag which had the indication of "2". Hereinafter this actual sample is called sample 2 in this report. The bag with the indication "2" was found to also contain one competitor's catheter involved in this complaint. Six (6) unopened progreat samples of the involved product/lot number combination were also received in this return shipment. Magnifying inspection of sample 1 confirmed the shaft had no anomalies that would relate to a leak. The segment of the shaft which had been covered with the strain relief was inspected under magnification and confirmed no anomalies that would relate to a leak. A syringe filled with water was connected to the hub and water was injected into the lumen. It was found that water would not come out of the distal end due to the lumen of the distal segment being clogged with the drug used in combination with sample 1. Sample 1 was connected to a syringe and submerged in water, air was injected in it. No leak was confirmed either on the segment which had been covered with the strain relief or the segment down to the clogged distal segment. See MDR 9681834-2017-00159 for the evaluation of sample 2, the competitor's catheter and the six (6) unopened samples. There is no evidence that this event was related to a device defect or malfunction. Sample 1 was verified to be the normal product without any anomalies which would relate to the reported leak. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the competitor's catheter had a break on it and the drug leaked out from the break into the patient's central artery of the kidney. It cannot be determined when and how the competitor's catheter became damaged. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "if any resistance is felt during infusion, replace the catheter with a new one. Injection against increased resistance may cause the catheter to break, resulting in damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. Two (2) progreat devices were used in this event, also see MDR 9681834-2017-00159. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the involved device during a procedure. Follow up communication with the user facility provided the following information: access was gained by common femoral; a 4fr. Terumo introducer navigated with a metallic guide of 0.035 and hydrophilic of 0.035; realized supraselective study of segmental interpolate branch with coaxial cobra-microcatheter system progreat 2 4fr.; purge of the dead space of the microcatheter with dmso (0.53 ml) and subsequent embolization with onyx; the microcatheter was removed, washed in a surgical table with dmso, checking for leakage at the junction of the hub, anti-kinking protector with the micro first micro stent; a new progreat 2 4fr. Was opened; supraselective access was made to the capsular arterial branch that emerges directly from the main renal arterial trunk; access was achieved with gt 0.016 double-angled; they advanced the micro in the branch 4-5 cm and it seemed well placed; the cobra cordis catheter 4fr. Was used for supporting the micro; embolization was performed with onyx, but did not appear in the tip after exceeding 0.53 ml of dead space; another 0.3 ml was perfused, onyx was still not visualized; slow injection of onyx was started and a column of material that diffuses 2-3 cm distally in cortical artery without reflux of onyx retrograde from the tip of the micro; simultaneously it was dyed in region annexed to the cobra 4fr. Snake, onyx injection was interrupted; the micro is removed and aspirated by the cobra exiting blood mixed with embolization material; occlusion of the artery was confirmed by initiating arterial rescue maneuvers; attempted to re-vascularize the artery with 3000u. Heparin and 100,000u. Of UK intrarenal and balloon angioplasty; they believe there must have been a fissure in the microcatheter tube that has come out, the onyx was moved through the catheter 4fr. To the central artery of the kidney, seriously damaging this organ and damaging the device; due to this event the procedure was delayed significantly; and serious injury was reported to the patient's kidney.